Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 14 years and 7 months post implant of this 31mm mitral bioprosthetic valve, it was explanted and replaced with a 29mm valve of the same model. The reason for the replacement was reported as severe mitral insufficiency. Of note, while attempting to access the previously implanted mitral valve, the patient's inferior vena cava tore. This was successfully repaired with a patch while the patient was in hypothermic circulatory arrest. No additional adverse patient effects were reported.